Manufacturer narrative:
Final analysis found the device in microprocessor reset conditions and unable to program. The device functions normally after restarting the microprocessor. Thermal or mechanical stress did not elicit model/memory change.

Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine evaluation , repeated attempts to interrogate the device produced only dashes (---). The device could not be programmed.